Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was capped and replaced on (B)(6) 2016 due to a loss of capture. The patient's condition post procedure was stable.